Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the brown (-5v) and black (main batt) wires were open inside the trunk cable. The cause of the check belt massages is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wires. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report check belt alarms. The pt was issued a replacement electrode belt.